Event description:
It was reported, that a no readings/sensor error/brief sensor issue occurred. Performance data was reviewed. No readings/sensor error/brief sensor issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over an hour was found in the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.